Event description:
The pt was being fed using a pump. An unk amount of an enteral feeding solution was hung, and the pump was set to deliver 50 ml/hr. The reporter stated "the pump was not running correctly; not delivering or sounded as if it was running." There was no illness, injury or medical intervention resulting from the event. One pt involved.